Event description:
It was reported the customer was hospitalized due to low blood glucose. Customer's spouses stated blood glucose might have been 40 mg/dl, but was unsure. She stated customer had a seizure and he went low and when fired department checked his blood glucose it was 40 mg/dl. This was after customer seizure had subsided. Customer blood glucose was 50 mg/dl when paramedics checked. Customer did not have the sensor in because he was swimming; he took to much insulin and was not eating as much food. The perceived cause of low was due to over bolusing and the activity of the day. Customer's spouse stated the event occurred in the evening of (B)(6) 2014 in the morning of (B)(6) 2014. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.